Manufacturer narrative:
This correction is being made to previously submitted h4-device manufacturing date which was entered incorrectly. The correct date is 3/18/2021.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of the event is unknown. A supplemental report will be submitted when provided. A root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited intermittent flickering image. There was no patient involvement.